Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the impedances were measured. All were within normal limits, except the combination of 10 <(>&<)> 11, which was 221 ohms. This combination was not being used for therapy. The patient reportedly fell a fair amount, but denied hitting her head or the device. The hcp tried using case <(>&<)> 9 for the patient's therapy, but it was not a good option as she did not tolerate it. The hcp was going to try using case <(>&<)> 10 or 11 for programming. The patient's indication(s) for use were parkinson's dual and movement disorders.

Event description:
Additional information received from a health care provider (hcp) reported the cause of the event was not determined and the low impedances had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.